Event description:
A user facility biomedical technician (biomed) reported that blood loss occurred during hemodialysis (hd) treatment a fresenius 2008t machine. A blood clot was identified in the tubing of the bloodlines (brand unknown) and the biomed stated that blood loss was also identified. The machine initially alarmed with an arterial pressure alarm message and the patient was transferred to a different machine to complete treatment. It was reported that there were no adverse reactions experienced by the patient. Additional information was requested, however a response was not received. The patient's estimated blood loss (ebl) was not reported. No parts were returned to the manufacturer for a physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. A causal relationship between the objective evidence and the alleged event could not be determined; the alleged event is unconfirmed.

Event description:
A user facility biomedical technician (biomed) reported that blood loss occurred during hemodialysis (hd) treatment a fresenius 2008t machine. A blood clot was identified in the tubing of the bloodlines (brand unknown) and the biomed stated that blood loss was also identified. The machine initially alarmed with an arterial pressure alarm message and the patient was transferred to a different machine to complete treatment. It was reported that there were no adverse reactions experienced by the patient. Additional information was requested, however a response was not received. The patient's estimated blood loss (ebl) was not reported. No parts were returned to the manufacturer for a physical evaluation.